Manufacturer narrative:
User reported issue was confirmed. Device was found to have a speaker issue, a battery outside of warranty and occlusion alarm out of specification. The device was repaired and retested to meet all the specifications. (B)(4).

Event description:
The user reported that "the device has lost its voice completely. No sound when it is turned on, no alarms." No patient injury or harm was involved in this case.